Event description:
It was reported that during a case metal chipped off the micro sagittal saw. The procedure was completed successfully with a backup device. No additional information was available from the user facility.

Manufacturer narrative:
Upon disassembly for visual inspection the link with fins was cracked at the blade interface.